Manufacturer narrative:
Correction: h11 was missing statement on procedural damage. The reported events were lead dislodgement, unacceptable threshold, and low pacing impedance. As received, a complete lead was returned in one piece. The helix was found to have been over torqued consistent with procedural damage. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
The reported events were lead dislodgement, unacceptable threshold, and low pacing impedance. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed low pacing impedance, high capture threshold and x-ray confirmed a dislodgement on the atrial (ra) lead. The physician elected to explant and replace the ra lead. The patient was in stable condition.